Event description:
On january 3, 2022, (B)(6) healthcare was first notified of an entrapment incident that occurred in late (B)(6) or early (B)(6) 2018 involving the bed assist handle, which is subject to a voluntary recall in cooperation with the cpsc. The end user's daughter was notified of the recall in (B)(6) 2021, and contacted the company to report the 2018 incident. According to the report, the end user, who was a resident in hospice care, became entrapped and was bruised "all over on his arm and back." He was found by a nurse and transported to the hospital. It is unknown how long he was in the hospital, but it was reported that he died on (B)(6) 2018, which was 2 to 3 days after returning from the hospital. According to the report, he died due to "health complications" and/or "pneumonia." The reporter indicated that the bed assist handle at issue was discarded in 2018, so the company cannot inspect it. However, (B)(6) is currently investigating the incident and will file an update if and when additional information becomes available. (B)(6) encourages consumers who have the recalled bed handles to contact (B)(6) to participate in the voluntary recall and receive a refund. Please visit (B)(6), or call (B)(6) from 8:00 a.m. To 7:00 p.m. Et, monday through friday.